Manufacturer narrative:
This report is being sent as follow-up no. 1 to correct section a2 patients age & wight and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper device deployment. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was deployed in a typical fashion to close a 6 fr hole following a cardiac procedure. As the angio-seal sheath was pulled out (expecting to see the typical compaction tube and suture), nothing was there. Pressure was held to safely achieve hemostasis. There were no patient adverse events noted. Upon closer inspection, the anchor and entire plug components remained in the distal tip of the angio-seal sheath. Patient condition was stable. Procedure outcome was successful. The patient was not injured, medical or surgical intervention was not required. The event occurred intra-operative. Additional information was received on 17 jul 2023: there were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There was no reported blood loss.